Manufacturer narrative:
(B)(4). The sample involved in this event was not returned. No failure investigation could be performed. A lot history review was done and no quality issues were identified during production build.

Event description:
The user reported that they noticed a leak through the smartsite valve during a blood transfusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No further information was available.